Event description:
In 1998, pt augmented with mcghan saline filled implants, 360cc left 390 cc right. In 2008, pt now desires to be larger. Pt underwent bilateral capsulectomy and removed intact. Pt augmented with mentor saline implants 675cc bilateral and bilateral mastopexy.